Event description:
A femoral cutting block broke during use and a pin to keep the device secure while cutting broke. The piece was retrieved from the patient.what was the original intended procedure?left knee arthroplasty.device #1is this a laboratory device or laboratory test?no.